Event description:
Philips received a report that a technician received an electric shock during installation activities. The technician was temporarily hospitalized. Philips has started an investigation of this complaint a follow up will be sent once an investigation is completed.

Manufacturer narrative:
The reported issue was investigated. It was concluded that it was a manufacturing issue during e-box assembling. The screw which fixes the electrical panel on the back of e-box damaged the internal mains cable, which in turn caused the insulation skin of the cable to be damaged. This is the first time this type of malfunction has been reported regarding this part. The supplier performed a check of the stock and items in production and no further cases were found.